Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was spotted. The issue was identified when taken out of the box. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the initial emdr submitted. Updated fields: b5, h2, h11 this report was sent in error 'quality issue: spotted which prevents usage of the device' would not cause or contribute to a death or a serious injury if it were to recur.